Manufacturer narrative:
The device was returned for evaluation. A bend was noted on the exposed portion of the cannula. It was unable to be determined when or how the bend occurred. Fluid path testing showed that insulin was able to pass through the distal tip of the soft cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula.  The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion like a bent cannula.  No other defects or deficiencies were found during the investigation, that would contribute to the reported high bg (blood glucose) levels. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached 352 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment, a manual injection of insulin was delivered and a new pod was applied. The patient's blood glucose history are as follows: (B)(6).